Event description:
It was reported that pump declared altitude alarm, which caused insulin delivery to be suspended while pump remained within validated operating altitude range and had obstructed speaker holes. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove obstruction, gently clean speaker holes, remove and reconnect cartridge, and wait to resume insulin, after which insulin delivery was successfully resumed, and follow-up attempts by support via phone and email received no response and case was closed with no additional outcome information reported.